Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarms did not sound, and the customer was not alerted of changes in glucose level. As a result, the customer experienced sweating and received treatment of glucose provided by a non-healthcare professional (spouse). The customer's spouse called emergency service and upon the arrival of the emergency doctor, they administered "sugar ampoules" for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarms did not sound, and the customer was not alerted of changes in glucose level. As a result, the customer experienced sweating and received treatment of glucose provided by a non-healthcare professional (spouse). The customer's spouse called emergency service and upon the arrival of the emergency doctor, they administered "sugar ampoules" for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection has been performed and no issues were observed on sensor patch. Data extraction was successful. The sensor was found to be in sensor state 7 with event code 11, 224 & 227 and sensor state 8 with event code 9 and 10 are an indication that the sensor had terminated due to an intentional non-fatal error introduced by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. Watermark was observed at the base of the sensor tail indicating that the sensor tail was properly inserted. The sensor was further investigated and de-cased. Performed a visual inspection on the returned sensor and did not observe any evidence of misuse. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned battery was measured, and results were within specification. Attempted to re-program returned sensor and an error message followed by near field communication (nfc) command error was observed which prevents re-programming of the sensor. Unable to monitor the sensor's smu (source measurement unit) and ble functionality testing due to the error message. Unable to perform the investigation as sensor is no longer in its original condition or a condition to perform functionality testing. Therefore, issue is unable to test. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarms did not sound, and the customer was not alerted of changes in glucose level. As a result, the customer experienced sweating and received treatment of glucose provided by a non-healthcare professional (spouse). The customer's spouse called emergency service and upon the arrival of the emergency doctor, they administered "sugar ampoules" for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.